Manufacturer narrative:
The customer reported that the right sided cns display on a dual display shut off and went black. The customer will install a temporary replacement screen, and then order a new one afterwards. No harm was reported.

Event description:
The customer reported that the right sided central nurse's station (cns) display (on a dual display) shut off and went black.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported that cns device's right screen went black - it was experiencing a display issue. Customer replaced the display with a new one to resolve the issue. Service requested: exchange. Service performed: exchange. Investigation result: device was put on (B)(6)2014. Service history for this device shows the following: (B)(6)2019 300180629 - not related to display issue. (B)(6)2019 300173222 - not related to display issue. (B)(6)2019 300172322 - touch screen and mouse issues were a result of plugging cable into incorrect port. (B)(6)2019 300154950 - not related to display issue. (B)(6)2019 300154925 - not related to display issue. (B)(6)2018 300121813 - current notification. (B)(6)2017 300099988 - not related to display issue. (B)(6)2017 300078509 - not related to display issue.(B)(6)2016 300053980 - not related to display issue. (B)(6)2015 300031597 - not related to display issue. Service history for this facility shows one previous display issue: notification # 300108245. Under this notification, the issue was determined to be caused by incorrect screen resolution. Device experienced an isolated display issue. Display monitor was not sent to nka for evaluation. Maintenance data for the cns device is not available. Due to limited information, the root cause of the display failure could not be determined.

Event description:
The customer reported that the right sided central nurse's station (cns) display (on a dual display) shut off and went black.